Event description:
It was reported that the left ventricular lead dislodged. On (B)(6) 2013 the lead was replaced. No patient symptoms were reported.

Manufacturer narrative:
Initial reporter: unknown.